Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device has been explanted.

Event description:
Healthcare profession later reported capsular contracture grade unknown. Patient has a history of breast cancer.

Manufacturer narrative:
Additional corrected data: b.5, b.6, h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, h6. A review of the device history record has been completed. No deviations or non-conformances noted. "Device evaluation: visual analysis of the photographs identified: red encapsulation, one extended opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported right side rupture. The device has been explanted.